Event description:
The manufacturer received a voluntary medwatch, report number (B)(4), alleging a bipap vision emitted smoke while in patient use. The patient was placed on another device without incident. The reporting facility is retiring the device, therefore no repairs were done to the device. Repeated attempts to have the components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported an incorrect device problem code, 3189-no apparent adverse event, on the previously submitted report.  The device problem code is corrected on this report.